Event description:
It was reported that the user discontinued ilet use after experiencing frequent low blood glucose episodes while using the system with dexcom sensors and expressed a preference for insulin pens, alongside difficulties maintaining consistent dexcom sensor supply due to insurance coverage. Symptoms included no specific clinical signs or conditions documented beyond hypoglycemia being reported without a determined cause. Outcomes included no health consequences or lasting impact reported. Investigation included troubleshooting and education by support personnel, and a review indicated no alerts or alarms from the device were reported. Investigation of this case revealed no device malfunction reported and no device component issue identified, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.